Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic splenectomy, as the tissue was thick, the surgeon re-clamped it over again, and then fired the device without resistance. Then the surgeon started pulling the black return knob back for removing the device from tissue, however the knob was stiff and could not return it completely. The surgeon kept clamping the tissue for a while, and then could remove the device from the tissue without opening the jaws. They could not open the jaws after all. The proximal end of the jaws still clamped the resected tissue. The surgical time was extended by more than 30 min. The incision site was extended by more than 3 cm. The device was removed from the tissue by force but no tissue damage was caused.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were fully advanced, and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the knife bar advanced to the distal end. Additionally, the staple pushers were observed to be flush with the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was a secondary condition. Replication of the flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. If information is provided in the future, a supplemental report will be issued.